Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 150 to 157 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 270 mg/dl and 300 mg/dl. Verified storage of test strips is within instructed spec. Test strip lot MFR's expiration date is 11/17/2016 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 1: 347mg/dl, (B)(6) 2015, 04:54pm; 2: 124mg/dl, (B)(6) 2015, 04:54pm; 3: 301mg/dl , (B)(6) 2015, 04:54pm; 4: 399mg/dl, (B)(6) 2015, 04:54pm; 5: 408mg/dl, (B)(6) 2015, 04:54pm; adverse event not reported.

Manufacturer narrative:
(B)(4). No product yet returned for eval.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 150 to 157 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 270 mg/dl and 300 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 11/17/2016 and open vial date is (B)(6) 2015. Recall test results performed non- fasting from meter memory: (B)(6). Adverse event not reported.